Manufacturer narrative:
D3 - MFR establishment name: correction h6. Codes: updated. Device evaluation: complaint for the failure mode "device keeps showing an intermittent disconnection with the communication module message when it is turned on" could not be confirmed as no samples or pictures were provided by the customer. Without the return of the sample(s) a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown.h3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device keeps showing an intermittent disconnection with the communication module message when it is turned on. Tech support was contacted, and their troubleshooting tips were followed. The problem was not resolved, indicating a possibly damaged communication module. There was unknown patient involvement and unknown patient harm/adverse event reported.